Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eleven (11) 4000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the administration port. The leaks were discovered during the compounding phase and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : device manufactured between september 07, 2018 to september 08, 2018. The actual device was not available; however, one companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak was observed at the spike port cap from the spike port. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. The remaining devices were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.